Event description:
Healthcare professional reported "test left breast fluid for alcl". Healthcare professional later reported "700cc of fluid around left implant" and alcl. Pathology report noted, "immunohistochemical studies were performed on block a5. The neoplastic cells are immunoreactive for cd3 and cd30, and negative for cd20, alk1, ck ae1/3, s100, and cd68". Healthcare professional additionally reported capsular contracture, baker grade IV. The device has been explanted. Total capsulectomy was performed.

Manufacturer narrative:
Additional health care provider information: (B)(6). Continued h.6. Health effect - impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma - alcl", "seroma-late", and "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl; "fluid around left implant"; capsular contracture, baker grade IV.